Event description:
A customer reported a cracked and shattered touchscreen on their insulin pump, which became unresponsive and illegible, preventing further interaction. The customer's blood glucose level was recorded at 171 mg/dl, which is within a safe range. As a resolution, tandem technical support agreed to replace the pump under warranty. The customer was informed about the need for a replacement and advised to use multiple daily injections (mdi) as a backup for insulin delivery. Instructions were provided for returning the problematic pump, along with storage mode instructions for transport.